Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), right ventricular (rv) pacing impedance measurements of greater than 2000 ohms were observed. The patient was to receive a new rv lead; however, due to the patient's condition of three-vessel disease, a new lead could not be implanted at that time. The lead was tested and no additional changes were observed. No adverse patient effects were reported. The device remains in service.